Manufacturer narrative:
Section information references the main component of the system.

Event description:
A patient reported they had good results during the test phase and the device was permanently implanted. Since then, the incontinence had gone back to what it was before the test phase. They are wondering if there are failures with the device, what the next steps will be due to the failure of the device to help with the fecal incontinence, and if this happens after the permanent implant. On (B)(6) 2016, the patient further reports that since day 1 it hasn't worked. They changed settings and amplitude and still nothing. The patient said they have been working with the manufacturing representative and they told the patient to go from program 4 to program 3, but the patient has still not had therapeutic effect. They were not able to use programs 1 and 2 as they feel it more in the front and it hurts, even if they decrease it. The patient said they can only go to a certain point and they will get a sharp shock. The other night they could not get it down low enough. Eventually, they were able to decrease it down to a comfortable spot. The implantable neurostimulator (ins) was implanted for fecal incontinence but the patient noticed that it was causing urination problems they never had before. They noticed they were not urinating a lot and cannot urinate as often as they previously did they said they asked the rep about it and they were told it can affect urination as well as fecal. The patient also reported overstimulation and sharp,shocking sensation during the report. The ins was indicated for fecal incontine nce/gastrointestinal/pelvic floor.

Manufacturer narrative:
No changes to current coding previously reported, only new information was the explant scheduled date.

Event description:
The patient called and stated that due to the ins not helping with the symptoms after multiple attempts to reprogram the patient has scheduled explant for (B)(6) of 2017.

Event description:
Additional information from the patient reported that symptom control has no improved. They have had reprogramming sessions and said they have tried all of the different programs. The patient decided they want to have the system removed and inquired about the process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.